Event description:
Information was received indicating that a smiths medical medfusion 4000 syringe infusion pump exhibited "system failure: primary audible alarm background test." No adverse effects were reported.